Manufacturer narrative:
This device has not been returned for eval. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Our directions for use state: "manipulate the guidewire slowly and carefully in the urinary sys. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip." However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that during a therapeutic ureteroscopy, part of the coating of this guidewire stripped off inside the pt. The dr was able to retrieve it successfully with a basket, and finish the procedure with no pt complications.